Event description:
It was reported that on two different occasions, the customer attempted to use the device's internal paddles on a pt, and they did not immediately deliver therapy. According to the customer, he did not notice any heart muscle response. The device indicated that energy was delivered and that the impedance value was around 64. After 3 or 4 attempts, the customer got the heart muscle to respond and it was observed that the impedance was around 32. It was noted that the customer had been using lifepak 9 devices, and just recently received their lifepak 20 units. Due to the size of the pt's files, there were no records of the reported incident in the device archives. The pt(s) status is unk at this time.

Manufacturer narrative:
Physio-control evaluated both, the device and the internal paddles; however, the reported failure could not be verified. Physio-control could not duplicate any energy deliver discrepancies. Energy was charged and shocked multiple times at various settings, and energy was always delivered. Also, while moderately manipulating the assembly cables, energy was charged and shocked with no discrepancies. It was also observed that ECG was stable and correct when monitored. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.